Manufacturer narrative:
(B)(4). Evaluation summary: the event was confirmed; there was removal difficulty when removing the delivery system through the sentrant valves. There were no abnormalities observed with the sentrant device. The force experienced while the physician was removing the 22fr delivery system through the 22fr sentrant sheath was most likely due to the design of the hemostatic seals within the sentrant device in which larger devices may correlate greater insertion/removal force.

Event description:
A sentrant sheath was used as an accessory device with valiant stent grafts in a patient for the endovascular treatment of a thoracic aortic aneurysm. The diameter of the non-aneurysmal proximal neck was 25 mm. It was reported that while removing the valiant delivery system, the tip of the delivery system was stuck on the sentrant valve. Considerable force was needed to pull it out. It was noted that this happened with the two valiant devices that were used in the procedure, both got stuck up and required considerable force to pull them out. No clinical sequelae were reported and the patient is fine. The physician commented they used a valiant with exactly the same size, and the removal went smoothly then.